Manufacturer narrative:
The device was received by resmed corp. The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned s9 vpap device by the design house in (B)(6). The investigation determined that the device operated within specifications and passed all service tests for pressure and flow. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).